Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was in the swimming pool with the pump submerged underwater when a malfunction alarm occurred. The customer's blood glucose (bg) level was 78 mg/dl. The customer reported that manual injections would be used for alternate insulin therapy.